Manufacturer narrative:
Pump performed within specifications. Cylinder performed within specifications. Cylinder was functional. Tubing was functional.

Event description:
Add'l info received on 10/13/97 indicates erosion at distal urethral on left side and inadequate flacidity.